Event description:
During a transfer involving a sara plus, 2 caregivers were assisting the pt into the sling and had begun to raise her up when they heard a ripping sound; at this time, the pt fell back into her chair due to one of the holding straps of the sling being completely ripped off. No injuries were reported.

Manufacturer narrative:
(B)(4) by (B)(4) on behalf of the manufacturer medibo medical products (B)(4) (registration#3004468271). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this initial report is based upon the info provided to the manufacturer. The pt and her spouse have modified the other slings that they own with another set of tacking stitches (prior to the notification of the incident to (B)(4)); it was also communicated to the (B)(4) rep that the pt was not able to bear weight even though they were using an active lift. Additional info will be provided following the conclusion of the manufacturer's investigation which may include updates or changes to the evaluation codes.